Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had not correctly completed its remote upgrade to version 1.7.4 during the conversion months earlier. A field service engineer (fse) installed the bop bomgar application and worked with user to resolve issues related to the computer name and data synchronized. System functionality was verified, and the database was confirmed to be successfully restored to version 1.7.4. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on a blue screen requesting the cfnadmin password. The customer attempted troubleshooting by performing a hard reboot for 10 minutes; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.